Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the reported issue. Customer contact reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported battery failed during transport. No report of patient harm.